Event description:
It was reported that the ventilator suddenly stopped. This was most likely due to batteries being discharged after accidental unplugging of the device from mains inlet. There was no patient harm. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
It was reported that the ventilator suddenly stopped. This was most likely due to batteries being discharged after accidental unplugging of the device from mains inlet. After recharging the ventilator, no faults could be found. The unit is in working order. The conclusion is that there are no indications of ventilator malfunction.

Event description:
Manufacturer's ref: # (B)(4).